Event description:
The customer reported of 3 incidents in which the ortho provue analyzer resulted known samples containing antibodies as negative during validation testing of the new 0.8% reformulated resolve panel cells. The customer indicated that the samples reacted positive (1+weak) in manual test. The reactions interpreted by the instrument did not match pt's manual gel results, preventing erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer arrived on site and indicated the customer had reported that the analyzer was performing as expected and no issues had been observed. No repairs were needed to return the instrument to expected operation. The customer submitted log files of the provue results to ocd for investigation. The files did not contain the images or info required to perform additional investigation. Therefore, the customer's complaint could not be verified at ocd. A malfunction of the provue could not be ruled out as the cause of the customer's observation. No definitive root cause was determined.